Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. There were 22032 errors were present in the system logs due to the reported issue. The fse replaced the right master tool manipulator (mtm) due to persistent 22032 errors and mtm being unable to home properly on boot up. The fse found that the internal springs on the mtm were damaged, not allowing the grip to close and home properly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). This mtm was analyzed by fa and the reported complaint was confirmed and replicated during in-house testing. In the field system logs, error codes 23033 (persistent_mtm_homing_failure) and 23032 (log_mtm_homing_failure) were observed, confirming the fault occurred in the field. Upon visual inspection, the grip spring was found be dislodged in the grip housing. Additional finding of grip housing discoloration was observed. No testing was performed. The unit was transferred to engineering for further analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) would not home. The reporter verified there were no blockages stopping the mtm from homing with no change. The staff proceeded with one console. The procedure was completed as planned with no reported injury.